Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at proximal side of fiber/glass cap fusion zone; this failure mode is indicative of a fracture beneath the metal cap; the distal end of the glass cap is detached and returned; the fiber proximal to fracture can freely rotate; the distal end of the glass cap exhibits burnt glue; the outer flow tubing and metal cap exhibit signs of melting at the location of the fracture; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits severe burned detritus adhesion on metal surface; the fiber exhibits scratch marks on outer flow tubing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph prostate procedure at 293,823 joules and 28.03 minutes of usage, fiber tip broke. Tip was retrieved from the bladder. The case was completed using second fiber. Patient outcome: no injury to the patient was reported. No further information reported.